Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2012, a 27mm epic stented porcine heart valve w/flexfit system was successfully implanted in the patient's mitral position. On (B)(6) 2020, the patient presented for a followed up at (B)(6) general hospital and was suspected of acute heart failure. The patient was referred to (B)(6) general hospital, where severe mitral regurgitation was confirmed. After controlling with diuretics and suppressing heart failure, a re-do mvr was performed on (B)(6) 2021. The epic valve was explanted and replaced with a 25mm magna mitral ease (model#: 7300-m25, serial#: (B)(4), manufacturer: edwards lifesciences). A tricuspid valvuloplasty was also performed using a 26mm physio tricuspid ring(model#: 6200-t26, serial#: (B)(4), manufacturer: edwards lifesciences). There is no problem on the patient state postoperatively. A tear was confirmed on one of the leaflet(posterior leaflet on the posterior wall side) of the explanted device, which was thought to be due to structural valve deterioration (svd) of the epic valve.

Manufacturer narrative:
Explant was reported due to mitral regurgitation and a tear. The investigation found that cusp 3 was torn and contained degenerative changes at the tear site. All three cusps contained degenerative changes to the tissue. There was no acute inflammation or significant calcifications present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate degeneration of the collagen at the tear site, which could have contributed to the formation of the tear.